Event description:
It was reported that during an ablation procedure to treat supraventricular tachycardia using an intellanav mifi open-irrigated ablation catheter a steam pop occurred. Energization was performed at 45w in the mitral valve annulus, after about 60 seconds into ablation the steam pop occurred. There was no patient complications and they were able to complete the procedure successfully. No changes to blood pressure or pericardial effusion was noted. The catheter is not expected to be returned as it was discarded by the facility.

Manufacturer narrative:
Based on the available information, boston scientific's investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed. It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.